Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient presented with left upper arm/elbow swelling. Pain medications were given and the patient was discharged home. Two days later the patient presented to the emergency room with pain, redness, lessened range of movement, and swelling that had spread to the wrist. Ultrasound noted acute superficial thrombus in the left basilic vein. There was improvement with antibiotics so overlying cellulitis was possible. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted and was discharged two days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.